Event description:
It was reported that the customer experienced resistance during the fill process with multiple cartridges. Customer¿s blood glucose level was 85 mg/dl. Reportedly, the customer used more force when filling a second cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.